Event description:
While surgeon inserted vena cave filter device into the patient's right jugular vein, the filter partially deployed inside the sheath and got stuck inside the sheath. It would not advance and was removed. Upon later inspection, the surgeon found that the "legs of the filter were crossed over each other."